Event description:
Findings: no sample or picture available for analysis. Customer complaint cannot be valid. Root cause: the secondary port is locked and not available for use in set-0021-25, the only line to be used is the primary. Based on all known information, there was no malfunction or mis-assembly of the set. The issue is attributed to customer training/product knowledge. Current process controls detection: 100% visual inspection. Code no.: set-0021-25. Batch no.: fa25e12237. Exception generated: the batch record fa25e12237 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. Quality test results: the finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: dead-ender on s port missing. Therefore, when the set was primed the medication spilled out of the s port onto the floor. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.